Event description:
It was reported that pump was removed prophylactic to avoid in-vivo battery depletion .device was returned and analysis completed. No injury was reported and patient recovered without sequelae. The pump was being used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n088884, implanted: (B)(6) 2006, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4). Analysis of the pump revealed an exterior concave shield which affected the post ¿explant pump performance.